Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power and system error 2367 alarmed. The tsr advised the hp to disconnect. The hp would call the registered nurse (rn) in the morning. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. The hp would complete therapy with manual exchange. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.